Manufacturer narrative:
Date received by manufacturer: 30dec2019. Date of this report: (B)(6) 2019. Correction: from malfunction to serious injury. When the unit initially shut down, the patient alerted the respiratory therapist by yelling for them. The biomedical engineer replaced the power management board and powered the unit back on and the unit did not declare any additional errors. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 31ul2019. Report date: 01aug2019. The power management board was returned to the manufacturer for failure analysis. A visual inspection revealed no anomalies. Testing of the power management board concluded that cold solder of the r31 component resulted in loss of the 35 volt rail and intermittent shutdown. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24jul2019. The facility biomedical engineer was able to reset the alternating current (ac) and direct current (dc) power and the unit powered back on; however, it shut down declaring an error 111b (35 volt failure) and would not power back up. The biomedical engineer replaced the power management board and the issue was resolved. The unit is operating as intended. A review of the device event log showed an error 1210 (high tidal volume) was the last code logged at the time of the reported event. The biomedical engineer indicated that a full performance verification test will be performed prior to placing the unit back in service.

Event description:
It was reported that the unit shut down and did not declare an alarm. The device was in use at the time of the event; however, there was no patient harm.